Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the modular neck of the prosthesis is broken off directly in the conical shaft connection.

Manufacturer narrative:
Additional information received, updated part and lot number, and investigation evaluation codes.